Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). An infection was identified which required treatment and medical/surgical intervention to preclude permanent damage to a body structure. The device history review (DHR) was performed for part number / lot number 497.128 / 6518025. Manufacture site: (B)(4) manufacture date: 15-dec-2010 no ncrs or scrap were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2012 the patient underwent surgeries for the following: two (2) stabilizations were performed. A.) Hybrid type veptr (size 10) was applied, ranging from the left 5th lib to the ileum. B.) Hybrid type veptr (size 7) was applied, ranging from the left 7th lib to the 3rd lumbar spine. On (B)(6) 2012, a decrease in mep was noticed. On (B)(6) 2012, the poser-operative infection on the wounded area was confirmed. A necessary treatment (unknown treatment details) was performed. The patient's outcome was reported as well. This complaint involves (16) parts. Patient¿s past and future histories are captured and linked in these complaints: 1 of 3 ((B)(4)) this report is 10 of 16 for (B)(4).

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.